Event description:
It was reported all the pt's programs were auto-reducing. Diagnostic testing revealed invalid impedance readings on all lead contacts. Reprogramming was unable to provide effective stimulation. X-rays were taken and indicated the lead was kinked. The lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.